Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the led powered on but the device remained black. The device was power cycled with two additional test batteries with the same result. The device then went through and failed ingress testing with leaking observed at the bottom left of the monitor seal. It was reported that the video laryngoscope's screen was blank. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the videolaryngoscope's screen was blank when the battery was inserted before use, but the light still works on end of the camera stick. There was no patient involvement.